Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2022. Upon examination, it was found that the right ventricular (rv) lead exhibited high pacing impedance and increased capture threshold. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable pre and post procedure.